Event description:
As reported, the swan catheter got stuck into the introflex and was broken during operation. The catheter was working well but before the end of the operation, possible incorrect sv02 values were observed. When trying to move the swan and pull back on the introflex it would not move. In the attempts of retrieving the catheter, a lot of extra force was performed, and the catheter broke in the proximal injectate port; pliers were used to pull out the distal part of the catheter. The patient did not suffer any injury because of this event.

Manufacturer narrative:
We received one swan ganz cco catheter broken in half inside 1 introflex touhy borst type introducer for examination. The catheter was removed from the introducer by pulling it out in the distal direction. When removed the catheter was found to have broken in half at the proximal edge of the thermal filament and not the proximal port. The proximal section of the catheter was not returned. The optic fibers and thermistor wire were extending out of the break site. It appeared that the introducer sheath caught on the proximal edge of the thermal filament cover bond and folded into itself keeping the catheter from being moved. The catheter under the thermal filament appeared to have been stretched separating the filament near the break site. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.